Event description:
It was reported by the patient that the implantable pulse generator (ipg) "has moved toward his armpit and sticks out." Communication with the clinic indicated the patient has not been seen since the report. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.